Manufacturer narrative:
The facility did not request service for the system. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "there was a 20 minute delay" (surgical procedure, delayed). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during the case. The system could not advance. The footswitch was switched out and the case was completed as planned. There was 20 minute delay. No pt injury was reported.